Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/07/2014 with the following findings: during investigation, the daily insulin delivery totals were reviewed and were shown to correctly reflect user's programmed basal rates. There were multiple occlusion alarms observed in the black box; the force at the time of the occlusions was high. During evaluation, the pump rewind, load cartridge, and prime steps were performed successfully with no alarms occurring. The force sensor calibration was found to be within specifications. A flow accuracy test was performed and found to be delivering within required specifications. No occlusions occurred during testing. An occlusion was induced and pump gave the appropriate visual and audible occlusion detected alarm. There was no defect found during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012, alleging that the patient was sent to the emergency room with dka and high blood glucose levels. The patient reportedly experienced blood glucose levels in the 500 to 600 mg/dl range over the prior 2 days. The patient reportedly tried to take insulin via injections and an insulin pen, but they have not been successful. The patient reportedly was experiencing shortness of breath and feeling weak. The patient's wife reportedly called 911 and the patient was sent to the emergency room. This report is being made based on the allegation that the patient was taken to the emergency room for dka and high bg levels.